Manufacturer narrative:
Other relevant device(s) are: product ID: esbf2814c103e, serial/lot #: (B)(4), ubd: 25-nov-2020, UDI#: (B)(4); product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 28-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size at the left iliac was noted as 25mm. It was reported post the index procedure the patients bp dropped and the patient complained of left lower back pain. A CT demonstrated a large amount of blood surrounding the left external iliac artery. The patient was brought back to the or and an emergency vessel repair was completed. A final angiogram of the left external iliac was performed and showed no signs of rupture from the iliac or endograft. The retroperitoneal bleed was decompressed and the patient maintained bp and heart rate and the procedure was completed. It was reported that the source of the event was not an iliac or aortic aneurysm rupture. The cause of the blood loss was from the access site due to failed preclosure devices. It was reported there was no issue with any of the medtronic stent grafts. No additional clinical sequelae were reported and the patient is fine.